Event description:
It was reported the subject device had bad video quality (appears black). There were no reports of patient involvement.

Manufacturer narrative:
The customer's allegation was confirmed due to a defective cable connector. In addition, the device evaluation found a connector leak. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.